Event description:
It was reported during a prostate procedure customer indicated; ¿attach a fiber¿ at 33,400 joules" the screen said that the console needed a new fiber. A second fiber was used to complete the case. Patient outcome: no patient or user injuries reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-407a-(B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char; the connector appears in good condition; the connector was able to be connected to the device coupler board. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of fiber connection issue could not be confirmed; a cap fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.